Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a low blood glucose of 38 mg/dl. Customer was woken up by a meter blood glucose now alert. Customer was feeling very sick and shaky like he was going to have a heart attack. Customer treated with a glucagon shot and now his blood glucose is stable. Customer still feels shaky but is okay. Customer reported an unexplained reinitialization after inserting a sensor. Customer's last blood glucose was 122 mg/dl. Customer inserts manually and was advised of off-label use. Customer declined troubleshooting for low blood glucose. Customer was advised that he may have to change the sensor. Customer stated that he will change it in the morning. Customer thinks that the unexpected reinitialization may have been caused by his body positioning or interstitial fluid as he was exercising.